Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) , could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient passed away. The cause of death was not provided, and an autopsy was not performed. The pump will not be explanted and will not be returned for evaluation. The customer did not provide if the outcome was device or therapy related. Additional information was received stating that due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of the available patient records and a request for patient outcomes, there were no device issues at the time of the patient outcome. The patient passed away on (B)(6) 2021. No product is available for investigation. The hm3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away on the same day as implant. The cause of death was not provided. Additional information was received that there were no device issues at the time of the patient outcome.